Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant the torque wrench could not be removed from pulse generator. The device was removed and replaced.